Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the sensation snare was enclosed around a polyp, and cautery was activated; however, the snare unexpectedly stopped cauterizing. The snare could not be extricated from the patient's tissue, so a surgical consult was brought in, and the patient was sent to surgery to have the snare removed. The patient's condition was reported as being "fine" following the surgical procedure. Additional information received on (B)(6) 2013: it was reported that the snare was initially working properly. However, halfway through the cutting of the tissue, the snare stopped functioning. All probable causes of the current failure were investigated: the grounding pads were changed, the generator was replaced, and the output of the generator was increased, but the issue persisted. Additionally, no problems were found with the connections. It was suspected that the snare was the defective system component, as all troubleshooting attempts were unsuccessful. A right hemicolectomy was performed, during which the snare was gradually pulled under the surgeon's guidance until it was extracted completely.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the sensation snare was enclosed around a polyp, and cautery was activated; however, the snare unexpectedly stopped cauterizing. The snare could not be extricated from the patient's tissue, so a surgical consult was brought in, and the patient was sent to surgery to have the snare removed. The patient's condition was reported as being "fine" following the surgical procedure.

Manufacturer narrative:
The complainant reported that the device could be from one of 3 different lot numbers (14873523, 15531711, or 14723419): lot 14873523 - manufactured date - 12/06/2011, expiration date - 12/05/2014; lot 15531711 - manufactured date - 09/14/2012, expiration date - 09/14/2015; lot 14723419 - manufactured date - 10/06/2011, expiration date - 10/05/2014. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.